Manufacturer narrative:
(B)(4). Conclusion: inomax dsir with serial (B)(4) is under investigation. A supplemental report will be submitted within 30 days of completion of investigation.

Event description:
Device went into delivery failure [device issue]; pt desaturated to 70% [oxygen saturation decreased], pt desaturated to 89% [oxygen saturation decreased]. Case description: this initial serious, spontaneous case report was received on (B)(6) 2013 from a respiratory therapist (rt) in the united states regarding a premature male neonate who experienced two separate episodes of oxygen saturation decrease after the inomax dsir (B)(4) alarmed delivery failure. Relevant medical/co-morbidities: a premature low birth weight male born on (B)(6) 2013 with respiratory failure and hypoxia. Relevant concomitant medications: not provided. Inomax was started via the inomax dsir (B)(4) on (B)(6) 2013 at 10 parts per million (ppm) via et tube. The pt was on the high frequency oscillatory ventilator (hfov) with set fraction of inspired oxygen concentration (fio2) of 0.5 and baseline oxygen saturation levels in the 90% to 92% range. On (B)(6) 2013 at approx 15:00 pdt, the rn suctioned the neonate's mouth and the inomax dsir alarmed delivery failure. The bedside rt noticed the monitored nitric oxide (no) value was greater than 100 ppm at that time. The inomax dsir was powered off and on five times before the delivery failure alarm was reset. During this time, the neonate had an oxygen desaturation to 77% and required an increase in fio2 to 1.0. The pt remained on the hfov and his oxygen saturation levels quickly returned to baseline (time frame nos); the inoblender was not used or considered needed. The rt performed a high no calibration and resumed no treatment at 10ppm. On the same day, at approx 18:00 pdt, while the respiratory clinical specialist (cs) was at the pt's bedside, the delivery failure alarm on the inomax dsir reoccurred. The cs stated that the pt had been suctioned via the et tube (closed suction system) for a few seconds about 5 minutes before, but at the time of the delivery failure nothing was being done to the pt, dsir or ventilator. The cs did not notice the monitored no value at the time of the alarm. The pt was immediately manually ventilated via the inoblender with 10ppm no and fio2 1.0. The neonate's spo2 decreased to 89% (duration nos). The inomax dsir was switched off the pt. The second inomax (serial number not provided) functioned within specs on the pt at 10ppm no with an fio2 0.6 by 19:00 pdt. The inomax dsir (B)(4) was removed from service and returned to ikaria for inspection. Outcomes of the oxygen desaturations to 70% and again to 89% are resolved. The rt considered the event of oxygen desaturation to 70% serious and possibly related to the inomax dsir delivery failure. The rt considered the second event of oxygen desaturation to 89% also serious and probably related to the inomax dsir delivery failure. Case comment: (B)(4) 2013: based upon the reporter's assessment, both events of desaturation are considered serious.